Manufacturer narrative:
Insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner, and cracked lcd window. Unit had intermittent button response due to corroded keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack on the battery compartment. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.